Manufacturer narrative:
The lot number was provided for each of the malfunctions; therefore, a lot history review was performed. The devices have not been returned for evaluation; therefore, the investigations are inconclusive for the material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u4150425rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. The malfunctions each involved a patient with no known impact to the patient. One patient was male; all other patient age, weight, and gender were not provided.